Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 25th stent wrap, with struts raised and overlapping. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a non tortuous, calcified lesion in the coronary artery with a resolute integrity drug eluting stent. The lesion exhibited 70% stenosis. The obtuse marginal was blocked (2 narrowing, normal lm, lad <(>&<)> circumflex). The lesion was pre-dilated with a 2.75 mm balloon to 14atm. There was no damage noted to packaging. The device was not inspected prior to use. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device however excessive force was not used. The resolute integrity could not cross the lesion. The device was removed and a 6f non-medtronic guide extension catheter was used. Another attempt was made to advance the resolute integrity stent, but it did not advance. The resolute integrity was removed, and the physician observed a strut sticking out. It was also reported that dissection was noted in the circumflex caused by the resolute integrity. The patient status post procedure is alive with no further injuries reported. The patient went home and is fine, but has a 60mm non-mdt drug eluting stent in a vessel that was originally healthy. The device was replaced with a resolute onyx drug eluting stent, which was successfully implanted in the om.